Event description:
Event description guidant received information that the implantable cardioverter defibrillator (ICD) patient was in vf for several seconds. Review of the episode detail indicates the ICD may have undersensed vf and very small intervals were observed.